Manufacturer narrative:
Evaluation summary: increased stresses may exceed the material strength of the threads and become damaged as exhibited in the returned devices. At the time of return, the instrument had a potential field age of approximately 6.5 years. The instrument appears to have been used a number of times from the evidence of impaction marks on the strike surface. In addition, the instrument also contains damage on the side of the instrument which can result in unintended loading condition for the threads. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the cup positioner kept releasing from the cup during use. Upon receipt of the product, it was noted that a small portion of the thread has fractured away.